Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height drawer 5 was stuck and not able to open all the way. The user was able to access the device, but the drawer only opened halfway. Further troubleshooting and inspection revealed that a half height pocket with a lid had been left open, preventing the drawer from opening fully. The field service engineer worked with the customer to access drawer 5 and used a tool to close the pocket lid, thereby freeing up the drawer movement. All tests were successfully completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie drawer jammed. The customer reported that they were unable to issue medication. There were no adverse events or injuries reported based on this event.